Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found a connector pin was bent and shorting the pin next to it. Cord connector could not be inserted into the mdu receptacle on the test control unit due to bent pin. Mdu passed functional testing with no overheating after the bent pin on the cord connector was straightened out. Bent pin could have caused either a short or overheating when the connector was inserted into the control unit receptacle. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device presented overheating. A backup device was available to complete the procedure with no significant delay and no patient injuries.